Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report 2015691-2021-01051. Article reference: pan, manuel, soledad ojeda, and rafael gonzalez-manzanares. Valve-in-valve-in-ring for severe mitral regurgitation. Revista espanola de cardiologia (english ed.) (2020). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tvr procedure. An atrial septal defect (asd) allows freshly oxygenated blood to flow from the left upper chamber of the heart (left atrium) into the right upper chamber of the heart (right atrium). There, it mixes with deoxygenated blood and is pumped to the lungs, even though it's already refreshed with oxygen. If the atrial septal defect is large, this extra blood volume can overfill the lungs and overwork the right side of the heart. If not treated, the right side of the heart eventually enlarges and weakens. If this process continues, the blood pressure in your lungs may increase as well, leading to pulmonary hypertension. A balloon septostomy is done for all transseptal procedures to create a larger hole for devices to fit though to reach the mitral valve. Depending on the thickness of the septum, several balloons may be required to create the desired size. Post intervention, it is up to the discretion of the physician whether to close the septostomy with a septal occluder or let the septostomy close on its own over time. This is normally decided on the size and amount of shunting of the atrial asd. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the asd is unknown, however is more likely due to not closing the asd at the time of the tmvr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Not returned to manufacturer.

Event description:
As reported by our affiliates in (B)(6), per the medical article, valve-in-valve-in-ring for severe mitral regurgitation, a patient underwent a transcatheter valve-in-ring procedure with a 29mm sapien 3 valve in the mitral position by transvenous trans-septal approach. The valve was delivered into the ring and deployed with rapid pacing. A good perpendicular x-ray view was unable to be found due to an 8-shape-configuration of the 3-dimensional ring. A non-coaxial/asymmetric implantation was evidenced in the post-procedure computed tomography scan and transesophageal echocardiogram (tee). The lateral part of the valve remained too deep in the left atrium. This unfavorable position was associated with residual severe mitral regurgitation (mr) through the uncovered part of the valve stent frame between the ring and the insertion of the valve leaflets, despite full apposition to the ring. An atrial septal defect remained after the trans-septal approach. Due to this suboptimal result, the patient developed heart failure 1 month later. Additionally, an atrial septal defect remained after the trans-septal approach. A second 29mm sapien 3 valve was implanted within the pre-existing valves deeper into the left ventricle. The atrial septal defect was closed with a 36 mm-amplatzer-device. The mr was resolved without significant gradient across the valves or left ventricular outflow tract obstruction. The patient currently remains asymptomatic.